Manufacturer narrative:
Added information to h6. The complaint was unable to be confirmed. There is no evidence to suggest an edwards/supplier manufacturing defect. A DHR review was performed, and no related manufacturing nonconformances were identified. Per IFU, caution: avoid excessive debridement as it may result in annular injury or creates divots, compromise the integrity of the aortic annulus and/or result in a paravalvular leak. Based on the information available, the most likely cause is patient factors, including the patients fragile tissue. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 8300a intuity valve was explanted on post-operative day 0 due to annular rupture at non-coronary cusp area, attributed to the patient's fragile tissue. The patient was asymptomatic. The patient's chest was reopened, and the device was explanted and replaced with a 21mm 11500aj inspiris valve, and the patient's outcome was reported as 'stable condition'. The physician stated that the ew device did not cause or contribute to the event.